Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the issue was not reproduced, it is likely the image flickered temporarily due to a communication failure caused by water immersion from a pinhole on the cable. The event can be prevented by following the instructions for use which state: "never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.

Event description:
A distributor reported on behalf of the customer that the customer¿s camera head produced a flickering image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a flickering image was confirmed. The following additional findings were also noted: scratches and twists in the camera cable, and camera cable flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.